Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for unknown reasons. Upon attempt interrogation, the pulse generator could not be interrogated. Several attempts were made to interrogate the device but were unsuccessful. The patient was lost to follow up since implant. No intervention was performed. The patient was admitted to the hospital.